Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, moderately calcified lesion with 90% stenosis in the mid circumflex artery. The patient is reported to have a tortuous takeoff of circ. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that stent dislodgement occurred during delivery to the lesion. A no n-medtronic guide catheter was used for support. The non-medtronic guide catheter pushed the stent from the balloon. The stent wasn¿t completely off the balloon when an attempt was made to withdraw it. The stent wouldn¿t go back into the guide catheter. A decision was made to pull everything back at the same time. When doing so the stent came off in the radial artery. The dislodged stent was deployed in the right radial artery because the stent would not come back into the 6f non-medtronic sheath. A 2.75x38mm resolute onyx stent was then implanted in the circumflex artery via the leg. Patient is reported as being alive with no injury, with good radial pulse on the right hand.